Manufacturer narrative:
Internal complaint reference: case (B)(4). The reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A relationship, if any, between the subject device and the reported event could not be determined.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that the motor drive unit presented a sensor fault. The malfunction was found during service. No patient involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.